Event description:
The patient stated she could not turn off her stimulation and it was scaring her. It was felt that the patient might be experiencing "residual stimulation" that was described as a cramp in the left side of her lumbar musculature. The stimulator was interrogated. Contacts 11, 14 and 15 were found to have an impedance reading of >3600 ohms. The patient described two incidences where she had fallen in the last month ; she did not attribute either fall to the stimulation. Reprogramming was done and they were able to program around those contacts to achieve a satisfactory level of relief with no cramps according to the patient. She did not desire a revision of system. The patient also reported a tightening of her abdominal wall when she recharged; it was not uncomfortable, just an odd sensation. The charger was checked and a sample recharge was done in the office. She had good recharge capabilities. She said she could feel the charge with her hand moving from the antenna to her stimulator; this was unable to be confirmed. In september of 2008, the patient again reported that the stimulator was on even when it was off and all the programs were set at 0.0; she felt like she was being "shocked" at times even when the device was off. Impedances were checked and contacts 10, 14, and 15 were > 3600, but the others were within range. The patient stated that she had dropped the programmer about four days post-implant and she was convinced that the programmer is "defective" and is the source of all her problems. Additional information has been requested, a follow-up report will be sent if additional information becomes available.